Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and seven months later, computed tomography angiogram of pulmonary arteries demonstrated that there was good opacification of the main pulmonary arteries and there was no evidence of pulmonary embolism. After four years and seven months, computed tomography of abdomen and pelvis venogram with contrast showed that there was an infra renal inferior vena cava filter in place with slight tilt of the filter. Several of the filter struts projected outside the wall of the inferior vena cava. No evidence for pericaval or retroperitoneal hemorrhage. No well-defined definite thrombus material identified within the filter although the opacity of inferior vena cava was suboptimal for optimal detection of thrombus. The lungs appeared clear. Very minimal linear atelectasis or scarring in the right lung base. Possible pulmonary embolism. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava . The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.